Event description:
Reporter stated, "during the surgeries of "tka", it took more than 20 minutes to harden the cement." There was no adverse consequences for the pt or delay in surgery or anesthesia time.